Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush was noted to be bent at the tip inside the patient's duodenum. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, the brush was noted to be bent at the tip inside the patient's duodenum. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the brush partially extended and bent where it exited the sheath; the distal end of the brush lumen was also bent. The brush would extend when the handle was actuated, however, it would only retract when the sheath was pulled straight. Resistance was encountered during both extension and retraction. The condition of the returned device was consistent with the complaint that the brush was bent; the complaint was confirmed. It is likely that the brush was not fully retracted when the sheath was inserted into the scope, which could cause the brush to become bent. The most probable root cause of the defects identified is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot.